Event description:
End user called to complain that the devices calibration read out of range. Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.